Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first two devices the clips were not closing down onto the tissue. A third device was used to complete the procedure. No adverse consequences reported. Both devices were discarded.

Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful valve replacement.per the operative report of, there was cocern that the valve was "obstructing the left coronary ostium." The valve was explanted and replaced with another bioprosthesis.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Unsuccessful valve replacement.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.